Manufacturer narrative:
The complaint device was received and visually evaluated; both with the naked eye and under power. It is noted, as the complaint states, that the distal portion of the device is missing, broken off. The balance of the device appears used, but in very good physical and cosmetic condition. No lot number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this, we cannot discern the root or underlying cause for the device's condition, we consider this to be an anomaly. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Patient - tip breakage: portion of the distal tip of an intrafix tibial sheath inserter broke off into the sheath whilst the surgeon was inserting the sheath into the bone tunnel. The tip fragment was not able to be retrieved from the sheath, which precluded the insertion of the fixation screw. The fragment remains in the body, captured in the bone tunnel; the surgeon use an alternative method for fixation, and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.